Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 92 mg/dl. He also tested his glucose using another meter and rec'd a reading of 52 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The meter and strips are to be returned for evaluation, and replacement products will be sent.